Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: prior to surgery on (B)(6) 2013, the instrument was found broken. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.